Event description:
There were signs and symptoms that the pump was eroding. It was relocated from the left abdomen to the right abdomen. A new catheter piece was spliced onto the existing spinal segment of catheter and then attached to the pump in the right abdomen. An anchor was also added to the catheter. The pump was restarted at the prior infusion rate; it contained lioresal 2,000mcg/ml delivered on a flex program for a total of 1205.7 mcg/day. The pt never exhibited any signs of withdrawal. As of (B) (6) 2010, the pt was doing well.

Manufacturer narrative:
(B) (4).